Manufacturer narrative:
Other applicable components are: product ID: 37791, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for spinal pain reported they were unable to connect when trying to charge the implantable neurostimulator (ins). The next screen the consumer saw was the thermometer screen. The consumer tried charging the following day and saw the thermometer screen again. Following this the call your doctor screen was seen but it was unknown what error code was on the screen, and the message hadn't been seen since. Currently the consumer was able to charge normally and had not seen any of the error messages on the recharger. A couple of weeks later the consumer reported they were still having difficulties with recharging and were continuing to see the thermometer screen during so a new antenna was being sent to see if it resolved the issue. It was noted the implant area was not hot when charging. The consumer further reported on (B)(6), for the first time ever, stimulation quit working and no stimulation was felt. When this occurred the consumer was getting out of bed and brushing their teeth. The patient programmer (pp) was used to check the device, and the stimulation on button was pressed allowing stimulation to be felt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.